Event description:
It was reported that the device was undersensing and had no capture. It was noted that the rv lead was dislodged in the atrium. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.